Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-25, information was received from a patient who was receiving an unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain. On an unknown date, the patient reported their "clip" wasn¿t broken, but it was not working properly. There was no further information provided. There was no patient impact reported. Additional information has been requested regarding device information, event resolution, issue clarification, symptoms, troubleshooting/diagnostics performed, actions taken and potential causes but it was not available at the time of this report.